Manufacturer narrative:
The cause for the discordant advia centaur xp troponin ultra results with the clinical picture is unknown. Siemens healthcare diagnostics is investigating. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
Discordant high advia centaur xp troponin ultra (tni-ultra) results were obtained on two samples from the same patient. The patient samples were tested on an alternate method and the results were negative. The other investigations performed were negative for cardiovascular disease. The patient attended the a&e department (emergency department) with chest pain radiating to neck and feeling unwell with chest pain the patient visits the a&e department on a regular basis since (B)(6) 2014 with chest pain. The patient had cardiac MRI (magnetic resonance imaging) which was normal. No further episodes of chest pain. The patient was discharged. The patient is going to have CT coronary angiogram as an out patient. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00090 on may 25, 2016. 07/27/2016 additional information: the patient sample was not available for further testing and investigation. The field application specialist (fas) performed serial dilutions at the customer site on four stored patient samples to demonstrate a non-linear response. The results were suggestive of an interfering substance that is being diluted out. Immunoassays are subject to a number of interferences including those caused by endogenous antibodies. Interference can occur because of heterophile antibodies, anti-animal antibodies and auto antibodies. The interfering antibodies can give rise to a falsely high result. The erroneous result is recognized as being inconsistent with the patient's clinical picture and results on an alternate method troponin assay. Please note the interferent may not necessarily be due to an interfering antibody but may be due to other exogenous interferences such as drugs, nutritional supplements and/or herbal medicine in the blood. The cause for the discordant advia centaur xp troponin ultra results with the clinical picture is unknown. However, a non-specific interferent in the samples as the cause can not be ruled out. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the limitations section: "heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Twenty three (23) patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis. Samples from patients receiving preparations of mouse monoclonal antibodies for therapy or diagnosis may contain human anti-mouse antibodies (hama). Such samples may show either falsely elevated or falsely depressed values when tested with this method."